Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed troubleshooting procedures, including cleaning and adjusting the cuvette washer, which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The cuvette washer was determined to be the likely cause of the issue. An instrument service history review for (B)(6) revealed no additional service ticket associated with discrepant or erratic patient results. A review of complaint and trending data for the architect c8000 processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the cuvette washer did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module, serial number (B)(6), or the cuvette washer was identified.

Event description:
The customer observed falsely elevated carbon dioxide result generated on the architect c8000 processing module for a patient. The result was not released out of the lab. The customer repeated the sample, and a normal result was obtained. The following data was provided: customer¿s normal reference range: 20 to 30 meq/l. (B)(6)2025 sid (B)(6): initial result = 37 meq/l, repeat result = 27 meq/l . There was no impact to patient management reported.

Event description:
The customer observed falsely elevated carbon dioxide result generated on the architect c8000 processing module for a patient. The result was not released out of the lab. The customer repeated the sample, and a normal result was obtained. The following data was provided: customer¿s normal reference range: 20 to 30 meq/l (B)(6) 2025 sid (B)(6): initial result = 37 meq/l, repeat result = 27 meq/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.